Manufacturer narrative:
Following explant and return for analysis, this event will be further updated.

Event description:
It was reported that this device was emitting tones. A data review confirmed a fault code indicative of a battery anomaly. To date, no intervention has been taken, aside from turning off the alarm. No resulting adverse patient effects were reported.

Event description:
It was reported that this device was emitting tones. A data review confirmed a fault code indicative of a battery anomaly. To date, no intervention has been taken, aside from turning off the alarm. No resulting adverse patient effects were reported. Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
Following return for analysis, this event will be further updated.

Event description:
It was reported that this device was emitting tones. A data review confirmed a fault code indicative of a battery anomaly. To date, no intervention has been taken, aside from turning off the alarm. No resulting adverse patient effects were reported. Subsequently, the device was explanted and is intended to be returned for analysis.